Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was dislodged into the pocket. The lead was explanted and replaced.

Event description:
New information received indicated that the dislodgement was discovered when patient presented for in-clinic follow-up and x-ray was performed revealing left ventricular lead dislodgement. Patient was asymptomatic and was stable throughout the procedure.